Event description:
It was reported that noise was observed on the rv lead. Lead was capped and replaced. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.